Manufacturer narrative:
Evaluation of the returned smart coil confirmed that the embolization coil would not detach from its pusher assembly. Evaluation revealed that the pet lock was separated, the pull wire was within the pusher assembly ddt and the embolization coil was intact and had offset coil winds. During functional testing, the smart coil was attempted to be detached using the returned handle but was unsuccessful. The pull wire did not retract out of the ddt and the pusher assembly distal flexible shaft began to compress. The cause of this damage could not be determined. Evaluation of the returned handle revealed an undamaged, functional device. The handle was tested on a handle test fixture and performed within specification. The handle was used to detach a demonstration smart coil without an issue. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. Penumbra handles are 100% visually inspected and functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2021-02753; 3005168196-2021-02755.

Event description:
The patient was undergoing a coil embolization procedure in the basilar artery using penumbra smart coils (smart coils), a penumbra smart coil detachment handle (handle), a non-penumbra microcatheter, a non-penumbra guide catheter, a non-penumbra stent, and a non-penumbra balloon catheter. It was noted that the patient anatomy was tortuous, narrowed, and calcified. During the procedure, the physician placed three smart coils in the target vessel using the microcatheter. The physician then placed a stent through a balloon catheter in the target location. Next, the physician advanced a new smart coil through the expanded stent via the balloon catheter to the target location and attempted to detach it using two different handles; however, the smart coil failed to detach. Therefore, the smart coil was removed. The procedure was completed using three other coils, the same microcatheter, the same guide catheter, and the same balloon catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2021-02753, 3005168196-2021-02755 .